Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
After the button #2 of the 6f-7f mynx control vascular closure device (vcd) was pressed and the user pulled the device out, the plug was still on the device (at the tip of the device). Dr immediately dilated a non cordis .035 pta balloon (still access from cross-over) and applied manual compression. After the procedure, a compression band (unknown) was applied on both sides. The patient died from an unknown cause approximately five (5) hours after intervention. The device was opened in sterile field. The mynx control user was in training (8th and 9th cases, after 9th case, md was signed off as proficient). Normal mynx control procedure was done at the left side. An autopsy was performed, however, the results are not available. The official cause of death is extraordinary death. The patient does not have any significant medical history that may have contributed to the patient¿s death. The patient did not experience any adverse events prior to death. Additional procedural information was requested but is unavailable. The device is expected to be returned for analysis.

Manufacturer narrative:
After further review of additional information received. After the button #2 of the 6f-7f mynx control vascular closure device (vcd) was pressed and the user pulled the device out, the plug was still on the device (at the tip of the device). The dr immediately dilated a non cordis .035 pta balloon (still access from cross-over) and applied manual compression. After the procedure, a compression band (unknown) was applied on both sides. The patient died from an unknown cause approximately five (5) hours after intervention. The device was opened in sterile field. The mynx control user was in training (8th and 9th cases, after 9th case, md was signed off as proficient). Normal mynx control procedure was done at the left side. An autopsy was performed, however, the results are not available. The official cause of death is extraordinary death. The patient does not have any significant medical history that may have contributed to the patient¿s death. The patient did not experience any adverse events prior to death. Additional procedural information was requested but is unavailable. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, both buttons #1 & #2 were fully depressed with the clock symbol visible in the tension indicator window, the stopcock was open, the procedure sheath was locked on to the sheath catch, and the sealant was observed to have been on the returned device atraumatic wire as received. The syringe was not returned with the device. The returned device was inspected for damages/anomalies that may have contributed to the reported failure. No damages/anomalies were observed on the returned device. Per functional analysis, both buttons 1 & 2 of the returned device were fully depressed, and the procedure sheath was observed to have been locked on to the sheath catch. The device was inspected, and no functional non-conformities were observed on the returned device. Per microscopic analysis, the sealant was stuck to the device¿s atraumatic wire and soaked in blood as received. A product history record (phr) review of lot f2023202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inaccurate placement-complete¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete removal of the device, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, remove device, it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation, then pick up and realign the device handle with the tissue tract before depressing button #2 to pull the deflated balloon into the device. If the button #2 is depressed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. The reported ¿death¿ was not confirmed during analysis of the returned device and the cause of the reported event could not be conclusively determined. Death is a rare potential adverse event associated with interventional procedures and is listed in the IFU as such. Based on the product analysis and the information available for review, it is not possible to determine what may have caused the death. Neither the phr review nor the product analysis suggests that the events experienced by the customer are related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.